Event description:
Author: bakhry et al (2011); reference: bakhru p, park b, umans h, difelice gs, tobin k. MRI of broken bioabsorbable crosspin fixation in hamstring graft reconstruction of the anterior cruciate ligament. Skeletal radiol. 2011 jun;40(6):737-43. Address: h. Umans; department of radiology jacobi medical center, 1400 pelham parkway south, bronx, ny 10461, USA e-mail: hilary.umans@gmail.com patient characteristics: age: (B)(6); gender: male; type of lesion: acl tear. Perioperative complications: joint: knee; anchor (# per lesion): rigidfix bioabsorbable pins (2); suture: other devices: technique: acl reconstruction (hamstring graft); surgery: anesthesia: device complications: other: time complication: 14 mo. F/u time: loose device: broken, angulated pin; broken suture: n/a; tissue damage: acl graft intact; imaging studies: MRI: broken, angulated crosspin, without osteolysis (a small fragment in popliteal cyst, no osteolysis); reoperation (related/unrelated): outcomes objective outcomes: n/a; functional outcomes: n/a; subjective outcomes: n/a; patient satisfaction: n/a.

Manufacturer narrative:
Our patient safety department discovered this published white paper detailing a historical event in which some mitek devices were implicated. We cannot confirm that this issue had been previously reported to mitek, so we are filing an adverse event report to document the experience described in the article. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.